Manufacturer narrative:
The microtip was returned to the manufacturer for complaint evaluation. The device was received with a damaged nose cone; melting of the nose cone. The location of tip and nose cone damage indicates contact with hard tissue. Testing of the device found that it successfully primed on the first attempt. During functional testing, it worked per factory specification. The deformation/ melting is due to friction built up from side load pressure or off-label use. The case nose and needle sit in a pocket of fluid which is continually fed through the irrigation of the device. This fluid keeps the external portion of the device cool. The failure was caused by user error. The device did not cause or contribute to the event.

Event description:
Per the information provided, the surgeon noticed the needle tip was damage 3/4 of the way through the procedure. A second microtip was obtained to complete the procedure. There was no injury or harm caused to the patient by the failure.